Manufacturer narrative:
The customer service representative reviewed the module logs and recommended the customer replace the probe. The customer replaced and calibrated the part resolving the issue. No additional discrepant architect hiv ag/ab combo result issues have been reported since the probe was replaced. The instrument service history review revealed no additional service tickets associated with discrepant/erratic architect hiv ag/ab combo patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review determined no adverse trend for the issue for the product. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no deficiency was identified.

Event description:
The customer stated that false reactive architect hiv ag/ab combo results were generated for three patient samples. The following data was provided. Sid (B)(6), (B)(6), 2022 (reagent lot 39087be00), results in s/co: 0.94 (nonreactive), 1.22 (reactive), 1.13 (reactive) and 1.11 (reactive). (B)(6), 2022 (reagent lot 39645be00), results in s/co: 1.00 (reactive), 0.71 (nonreactive), 0.26 (nonreactive) and 0.45 (nonreactive). Sid (B)(6), (B)(6), 2022 (reagent lot 39087be00). Results in s/co: 1.06, 1.81, 1.61, 1.23, 1.24 and 1.13 (all reactive). (B)(6), 2022 (reagent lot 39645be00). Results in s/co: 1.08 (reactive), 0.21 (nonreactive) and 0.46 (nonreactive). Sid (B)(6), (B)(6), 2022 (reagent lot 39087be00). Results in s/co: 5.50, 27.29, 7.15, 5.87, 6.12 and 5.95 (all reactive). (B)(6),n2022 (reagent lot 39645be00). Results in s/co: 5.00 (reactive), 1.51 (reactive), 0.11 (nonreactive) and 0.21 (nonreactive)

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.